Event description:
The device was connected to a patient determined to be in cardiac arrest. The device was used to analyse the patient rhythm and rendered two consecutive no shock advised decisions. Reportedly, the device then continuously prompted connect electrodes and further analysis of patient ECG could not be performed as a result. Patient outcome was not reported.